Manufacturer narrative:
Additional patient ID: (B)(6). Patient sex and weight were not provided for reporting. Device is an instrument and is not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not avail.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery for orif elastic nail insertion for mid shaft clavicular fracture. During the surgery, the t-handle broke. Surgery was completed with like product. Procedure was completed successfully without delay. All fragments were retrieved from patient¿s body easily without additional intervention. No harm reported to patient. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Part: 359.219; lot: 9452082; manufacturing location: hägendorf; release to warehouse date: june 26, 2015; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: 5. Broken . The complained part was forwarded to the responsible sustaining engineer for evaluation: this is a summary of the product development investigation: visual inspection: the investigation has shown that the handle is broken as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument t-handle. The condition does agree with the complaint condition. Summary: our investigation has shown that the complaint condition is confirmed. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical section. The break occurred at the location of the shaft diameter change. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material was changed to address the failure mode described in this complaint. Both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation and no further actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.